Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The 254500706 attune cr fem trial sz 6 rt associated with this report was not returned. A complaint database search on the provided product code (254500706) identified similar reports which when confirmed were attributed to suspected misuse and or misapplication of the device. The investigation could not verify or identify any product contribution to the current reported event as the reported device was not returned for evaluation. Dra-004111 was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. Complaint trends will be monitored by post market surveillance through sep-419. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that while trailing the surgeon felt he put undue pressure on the femoral trial, possibly forcing it past an osteophyte, posteriorly. The lateral condyle of the femoral trial snapped off. The broken piece was retrieved and he apologized for breaking it.